Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the table was unlocking intermittently. No injuries to hospital staff or patient were reported.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. During his inspection the technician found that the column shroud was damaged. The technician repaired the table and as a precaution the technician replaced the floor lock manifold and sent the manifold subject of the reported event to steris engineering for evaluation.the manifold evaluated by steris engineering; the reported event was unable to be duplicated. Steris engineering sent the manifold to the supplier for testing and the supplier was unable to duplicate the reported event of intermittent unlocking.no additional issues have been reported by the user facility after the manifold was replaced.